Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that percutaneous coronary intervention was performed in the left anterior descending (lad) coronary artery. Predilation was performed with a 2.5x12 mm traveler balloon dilatation catheter (bdc). The 4.0x23 mm xience xpedition stent was deployed at 10 atmospheres (atms) and post dilated with a 4.0x8 mm nc traveler bdc at 16 atms. After post dilation, an edge dissection was noted at the distal edge of the stent. A 3.5x15 mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequelae. No additional information was provided.